Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the afx abdominal aortic aneurysm stent on (B)(6) 2012. Approximately six (6) years post initial procedure, aneurysm growth was detected in the left common iliac with a type ib endoleak on (B)(6) 2018. Endologix became aware of the reported adverse event and product problem on (B)(6) 2018. The physician elected to treat the patient by implanting two ovation ix extender devices on (B)(6) 2018. The patient was reported to be doing well post-operatively.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported event: type ib endoleak from the main body left common iliac artery. Device, user, procedure or anatomy relatedness of this complaint could not be determined based on the information shared with endologix to review. Procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was reported to be doing well post secondary endovascular procedure. The manufacturing lot review confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. Additional information: code: add 3331, 4112. Correction: concomitant medical product: remove w11-4123-023 and add w11-5786-003; remove result code 3233 and add 4247; remove conclusion code 11 and add 22, 4315.